Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 after hemoglobin(hgb) dropped to 7.4 from the 8.9(g/dl) which was measured two days prior. The patient also reported weakness, nausea, and dark stools. There were also two fevers of 101.4. The patient received two units of packed red blood cells(prbc's) after the hgb was measured to be 6.6(g/dl) on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas and no further issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that a source of bleeding was not confirmed. Anemia was attributed to drop in hgb and presence of infection. The gi bleed resolved